Manufacturer narrative:
Investigation summary: two (2) loose 3/10cc, 6mm syringes were returned from the customer in support of this complaint. The customer states that there is foreign matter on the needle surface. Both returned syringes were examined and one sample exhibited a dark strand of material on the cannula shaft and a translucent strand of material on the cannula shaft. The remaining syringe exhibited a white piece of material on the cannula shaft. A small portion of each of these materials was removed from the samples and prepared for ftir spectral analysis. The spectral analysis suggests that the dark material has components similar to those of cellophane. The spectral analysis suggests that the dark material has components similar to those of polyethylene and silicone. The spectral analysis suggests that the dark material has components similar to those of skin. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: possible root cause for the translucent strand of material: this fm likely represents what we call ¿angel hair¿. This is created when we move components from one line to another via the tube ¿pea shooters¿. This is a pressurized tubing transport system made of polyethylene plastic; as the components move through the pea shooters, occasionally small fragments of the plastic tube are stripped off and form this angel hair. In this case, it most likely found it¿s way into the shield and ultimately onto the cannula. There are various efforts within the plant to try and help reduce and hopefully eliminate this, however, it is an inherent portion of the process at this time.

Manufacturer narrative:
Date of event: unknown. Results: investigation summary: customer returned (2) loose 3/10cc, 6mm syringes. Customer states that there is foreign matter on the needle surface. Both returned syringes were examined and one sample exhibited a dark strand of material on the cannula shaft and a translucent strand of material on the cannula shaft. The remaining syringe exhibited a white piece of material on the cannula shaft. A small portion of each of these materials was removed from the samples and prepared for ftir spectral analysis. The spectral analysis suggests that the dark material has components similar to those of cellophane. The spectral analysis suggests that the dark material has components similar to those of polyethylene and silicone. The spectral analysis suggests that the dark material has components similar to those of skin. Samples will be forwarded to manufacturing ((B)(4)) on (B)(6) 2017 for further review. As per manufacturing, a review of the device history record was completed for batch # 5341615 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted for this complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure possible root cause for the translucent strand of material: this fm likely represents what we call ¿angel hair¿. This is created when we move components from one line to another via the tube ¿pea shooters¿. This is a pressurized tubing transport system made of polyethylene plastic; as the components move through the pea shooters, occasionally small fragments of the plastic tube are stripped off and form this angel hair. In this case, it most likely found its way into the shield and ultimately onto the cannula. There are various efforts within the plant to try and help reduce and hopefully eliminate this, however, it is an inherent portion of the process at this time.

Event description:
It was reported that a customer found foreign matter on a bd insulin syringe with bd ultra-fine¿ needle when preparing an injection. There was no report of injury or medical intervention.